Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing including bench handling, 30 joule testing and defib functionality stress testing without duplicating the report. The shock button was observed to be damaged, however the shock button worked appropriately during testing. The device was recertified and returned to the customer. Review of the device activity logs showed "check pads" messages and multiple shock button presses with no discharge. This does not confirm a device malfunction and could be caused by the multi-function cable. This could not be firmly established as the multi-function cable involved was not returned as part of this investigation. The log shows the end user attempt to perform the 30 joule self test while the device was prompting check pads/poor pad contact messages. Subsequent log review indicated the device passed multiple manual 30 joule self-tests after the multi-function cable was properly shorted. The patient impedance was checked and found within specification. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.